Event description:
The advocate called for help with the customer's contour meter. She performed a control test while troubleshooting and received a result of 63 mg/dl. The normal range was 109-150 mg/dl. No adverse events were alleged. The test strips are to be returned for eval. Replacement test strips and a new meter were sent to the customer.